Manufacturer narrative:
Device passed displacement test and self test. However, device received with intermittent button response during testing due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the sometimes buttons were responding but most of the time buttons were not working. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.